Event description:
On (B)(6) 2026, orthofix became aware of a report involving a shoreline inserter that fractured during a spinal fusion procedure while in contact with the patient. It was reported that the inserter fractured when implanting the cage. The procedure was delayed approximately 15 minutes and was completed with the fragment remaining within the implant. No patient injury, death, or additional medical or surgical intervention was reported.

Manufacturer narrative:
H3: the device was returned for evaluation, however, investigation results are still pending. A supplemental report will be submitted once the investigation is completed. Possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components.